Event description:
The customer reported that his evis exera iii xenon light source was presenting b30 and e216 scope communication errors. According to the initial reporter, the first scope producing the b30 error, and the staff attempted a second scope and that one had the e216 error message. The initial reporter went on to note that he used the b30 error scope on another tower without any issues. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his issue. During the call, tac offered to initial a RMA for the device return. However, the customer declined indicating that he would do a little more investigating on his end and possibly initiate the return at a later date. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.